Manufacturer narrative:
Batch review performed on 30 november 2020: lot 125749: 50 items manufactured and released on 21-feb-2013. Expiration date: 2018-01-30. No anomalies found related to the problem. To date, 49 items of the same lot have been already sold without any similar reported event since 2016.

Event description:
Revision surgery 6 years and 10 months after primary surgery for cup loosening. Acetabular implants revised successfully.